Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced several non-sustained ventricular tachycardia (vt) episodes with some low level high frequency signals that were being oversensed and inhibiting pacing. The rv lead remains in use. No patient complications have been reported as a result of this event.